Event description:
Caller reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer tried different charging supplies and the pump began charging successfully; however, it was recommended not to use third-party supplies unless instructed. Technical support agreed to send a replacement tandem wall adapter and charging cable via two-day shipping. There was no pump shutdown or need for further assistance.